Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, while triggering the clip on the vessel, it was noted that there was no clip on the loading unit. Another loading unit was used to complete the procedure. There was no patient injury.